Manufacturer narrative:
Batch review performed on 03-jun-2024. Lot 2119152: (B)(4) items manufactured and released on 07-mar-2022. Expiration date: 2027-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year and 4 months after primary, the patient came in reporting anterior knee pain and minor instability and the cause was unknown. The surgeon revised the insert (12mm) with a thicker one (14mm) and the surgery was completed successfully.